Manufacturer narrative:
.

Event description:
Additional information received reported that the patient had been reprogrammed 5 times so far. The patient was wondering how many times it takes to get programming right. It had not been effective with all the reprogramming. It was reviewed that this was patient dependent. A reprogramming session previously mentioned was noted to have caused a pinching/biting sensation. This issue had been corrected by being reprogrammed. Previously reported charging issues were mentioned again and it was noted no overdischarge had occurred. It was noted that the stimulator was not helping as much as the previous stimulator. Previously reported issues were all reported again. The patient was still having pain at times. Additional information received reported that the device was still not holding a charge overnight. Follow-up was not required as this was just a further explanation of the event of which follow-up was already performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) had got into sleep or hibernation mode. When the patient was charging, they were able to get six to eight coupling boxes but then they would lose them and they were charging more than expected. As a result he was having a ¿real hard time¿ keeping the ins charged. The patient further mentioned that the ins was smaller and that was why he had to always charge the ins and when he did not have it on it drained really quickly. Currently the stimulation was on an ultra-high frequency and that was why the patient felt that battery was draining so quickly and he wanted to have the ins checked out. Additionally, the patient stated he thought the ins would provide him with better pain coverage, so he could go to the ymca and get some exercise. He also thought the ins would cover more of his pain so that he wouldn¿t have to take morphine and other medications or that he would be able to cut down on the amount of medications but he hadn¿t been able to decrease any. Regarding the recharging belt the patient reported he had trouble with it because where the belt hooked together, if he sneezed, coughed, or breathed the belt would come unhooked. As a result the belt would move and unsnap and the patient would lose the connection because the antenna had moved. He could be sitting there for a long time and not realize it had stopped charging. A damaged recharger antenna was reported and a new one was ordered for the patient as well as adhesive discs to see if that would help the patient with keeping more of the coupling boxes during charging. No device returned. It was noted the manufacturer¿s representative (rep) called the patient while the patient was on the call and the call was disconnected by the patient.

Event description:
It was reported that the patient was recharging all the time and was having a hard time keeping the implantable neurostimulator (ins) charged up. He was recharging all day long and was getting the battery up to half. It was noted he would charge the stimulator when it was off to charge faster. He was getting three to four bars on the recharger and repositioned a ¿1,000 times.¿ it was noted he had already went into ¿sleep or hibernation mode because I had to see a manufacturer¿s representative (rep) and he had to get it out of there.¿ the patient was afraid to have the ins on because it would go dead and have it go into overdischarge. He had four other devices and never had any issues with them. He only had two programs in the ins and one was on some ¿setting where I don¿t feel it subsonic.¿ he was waiting to have the adaptivestim programmed in but they told him it would be eight weeks, but whoever did program him did a very poor job. The patient was using the patient programmer (pp) and the battery on the ins goes down one bar and he constantly had to use the pp to check the battery level to make sure the battery didn¿t die. It was noted the patient was constantly charging the ins everywhere he went; while driving, eating, etc. He had to physically hold the antenna to get eight bars on the recharger and was hoping to get some information on how to have the ins on and be able to get eight bars without holding it. He would like to get off morphine for his pain; he was taking 80mg 2-3 times a day plus another dozen other pills and ¿didn¿t want to be taking this stuff.¿ the patient was using the recharging belt to recharge and stated ¿if I¿d known this was going to be such a pain in the butt I wouldn¿t have gotten one of these.¿ basic functionality including how to line up the recharger head over the ins, coupling efficiency row, coupling bar icons, and ins battery level icon were reviewed. It was noted the patient was confusing coupling bars with the ins charge level. The patient called back two days later and reported he had not been able to charge up to full capacity since he was implanted on (B)(6) 2015. He was able to get eight coupling boxes but then he would lose them if he moved at all unless he held it in place with his hand. (Adhesive discs were ordered for the patient to try). The patient stated that the incision was fully healed and there was no swelling. The patient again mentioned his concern about when he went into the overdischarged state. The patient had been to the healthcare provider¿s office on (B)(6) and they added two programs. That night he ¿was just on the border of half a charge, and I went to charge it and by the following morning it was empty.¿ the patient was afraid to use the ins because he was afraid to ruin it. The patient then noted he was in a lot of pain on the night of april 14th, and had it on while charging last night and that if ¿I move my leg just that movement there will cause it not to give me the optimum charge of eight bars.¿ the patient did not want his hcp contacted as he had a ¿fragile relationship with the doctor.¿ he then mentioned he might get an insulin pump that used ultrasonic frequencies to open your pores and then another frequency to inject insulin with you. He had a trial done in (B)(6) of 2014 and was doing another trial in (B)(6) of 2015 but was worried his ins could interfere with this; he was going to talk to his hcp about this. The patient received the adhesive discs and was still have problems charging the ins and stated ¿I am lucky to get any bars at all. The adhesive things were causing an outbreak and skin problems.¿ the patient stated ¿I think the programs, at least the one I am using, have a high rate of discharge.¿ it was noted the patient stated they had been in an overdischarged state five to seven times.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, product type: unknown. Product ID 377660, lot# v009048, implanted: (B)(6) 2006, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3487a-33, lot# v008877, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-33, lot# v000833, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported that the patient met with a manufacturing representative (rep) today to get adaptive stim (as) settings programmed and to also check the recharger because the patient had been having a hard time with recharging and the settings. He had been having a hard time recharging using the recharger belt and he got sticky adhesives and those were helping, but then he started getting skin irritation. It could have been because of what he was using to clear off the area, such as alcohol and baby oil. He did not know if the skin was irritated from using the alcohol. He thought he started getting skin irritation in (B)(6) 2015, but he was not sure. He stopped cleaning the site because of the sweating he had. When he tried the sticky adhesive it was not sticking well because of his body oils and then he used the alcohol and then cleaning the adhesive off with the alcohol and then using more of the alcohol caused irritation. He stopped using the alcohol and he wouldn't clean the area for a week or so and would go a week like that. When he was using the patches they did help with the coupling 100%. It was also reported that the program that he had he did not feel the tingling and the program was using a lot of the implantable neurostimulator (ins) battery. That was another reason why the patient was not using it as much because the ins kept running down and the patient was worried about the ins going into sleep mode again and he would watch it. He had issues with charging since he had the stimulator implanted in (B)(6) 2015. A manufacturing representative (rep) programmed the ins battery and it started chewing up the ins battery really fast. Even with the sticky patches it took a long time to charge up. He thought the ins would decrease the pain significantly and he took a security job, which required the patient to stand and walk around a lot to check buildings. He used to work his job before and had to quit the job because he had not been able to walk as much and had already had to quit the job again because he could not walk around as much with this ins therapy. It had been three months since the patient had this in and thought it would control the pain significantly more than the old stimulation he had and it had not reduced his medication either. The prior stimulator allowed him to do the security job and allowed him to do all this stuff but not so with the current ins. The patient could not identify a specific date of when the walking issue began. He retook his job in (B)(6) 2015 and then had to quite the job in (B)(6) 2015 due to expectations of the ins capability. It was noted that the rep today changed the programming so it was not as intense and not using up as much ins battery so that the patient could use the stimulator more and keep his ins charged up more. In four weeks the patient had a follow-up appointment to see how the new ins settings were doing. If he could charge it up more he might get more relief than he was getting and thought he might be able to get off some of his strong medications that he was on. That was why he took the security job thinking he might be able to continue doing things he once did by building up slowly to each task. The patient was also seeing his healthcare provider (hcp) but had not really notified his hcp about the issues. 3 days later it was reported that the patient had pain in the back from the programming 3 days ago on program c. It was clarified that the issue with the stimulation of the new program creating pain started 3 days prior. The rep had programmed his device for as and it was causing pain in the middle of his back, in the abdomen area. The patient changed back to program b that used all the power up. The rep noted that he had only put in a regular program for the patient to try, and should not have impacted the patient's stimulation.